Event description:
It was reported by service report that the gas cylinder was leaking. Further inspection of the unit yielded that, in addition to leaking, the fowler would also not holding position under weight. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.